Event description:
Reporter has recently obtained paradigm link glucometer. They have now had the meter for approx three months. Reporter is receiving/averaging an error rate with the bd tests between 10 to 25% per bottle of 25 test strips. They have diabetic for more than 15 years and used many different glucometers. Reporter does not believe they have ever had an error >1%. Reporter has been forced to make repeated calls to bd's help line and has received several shipments replacing faulty test strips. Reporter has just received a batch of new and improved test strips and has received 10 testing errors from a bottle of 25 new and improved test strips. This is by far the worst experience reporter has had to date. They have spoken with customer support department and are in the process of once again receiving replacement test strips. Reporter's very frustrated because they are exhausting their supply of test strips with testing errors, and it is becoming extremely difficult to obtain timely and accurate test results from the glucometer which reporter depends upon to determine insulin doses.